Event description:
Customer reported an incident with speeding pumps a sequence of pressure alarms during treatment/run: as describes by the nurse. At 04h07-dialysate bag empty-changed bag. At 4h09-button pushed to change replacement and pbp bags. At 4h10-malfunction dialysate scale sensor. At 4h11-selftest performed. Then all four pumps started spinning very fast which lead to a repetitive sequence of alarms: 'return too positive', 'tmp rising', 'filter extremely positive. Hit 'unclamp' and 'continue'. The same thing with the pumps happened and the above alarms occurred. Decreased the patient removal rate to 0 to see if that would change things and continued pumps started to go extremely fast again and the same three alarms (x3 more attempts. At 04h13-selftest performed then 'tmp rising' alarm happened twice, 'return too positive' and 'filter clotting' alarms. The nurse opened the saline3 flush and restarted the crrt. Received alarms 'access extremely negative', 'return too positive' and 'access extremely negative'. At 04h14-performed selftest again and got 'return extremely positive' and 'filter clotting ' alarms. At 04h14:45-alarms 'return extremely positive "(x2), "filter clotted' (x2) and 'return extremely positive alarms. All blood returned by this point. Machine was shut down. All through this it always ran the four pumps extremely fast. No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested additional information relating to this incident and further investigation is being conducted by the manufacturer. The problem in this case may be when the replacement pump runs below 1500 ml/hr it is possible that the machine gives incorrect fluid and pump speeding, resulting in possible air infusion from the replacment pump into the blood circuit. This problem (speeding pumps) will be addressed in the new software version 2.01 to be implemented not later than august 15th, 2006. A final report will be provided on the completion of the investigation and follow-up on the implementation of the new software.